Event description:
The surgeon attempted to implant a silicone three piece lens but the haptic broke ejecting from the cartridge. There was no patient contact or injury. The nurse stated it was unknown as to why the haptic broke. An aq cartridge was used but the lot number was not provided by the facility. The model and lot number of the injector were not provided by the facility.